Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as: 2134265-2010-00707 and 2134265-2010-00696. It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection/perforation occurred. The target lesion was located in the bifurcation of the left anterior descending (lad) and diagonal (dx) arteries. The area just at the bifurcation had a calcified indentation. A luge guide wire was advanced down the lad and a iq guide wire was advanced down the dx. Next a flextome cutting balloon mr 10/2.50mm was advanced down the dx and inflated at 8 atms for 1 minute and 04 seconds. The physician then advanced and deployed a veriflex 3.00x20mm bare metal stent in the mid lad, at 9 atms for 44 seconds and 13 atms for 45 seconds, just proximal to where the cutting balloon was used. The calcified indentation did not improve significantly and the dx had developed some re-pinching post-stent. The physician planned to go back within the stent and balloon the area. Next a veriflex 3.00x12mm stent was advanced and deployed in the proximal lad (which had significant stenosis) at 14atms for 48 seconds. The physician then went to correct the "notch" (or waste that the lesion left in the stent) in the veriflex 3.00x20mm stent by inflating the stent with the delivery balloon from the veriflex 3.0x12mm stent to 16 atms. The balloon was deflated and the iq guide wire was removed. At this point a large dissection/perforation was noted in the lad just below the dx where the vessel had been inflated to 16atms. The physician felt the calcified (eccentric) area did not give and ended up perforating the vessel. The patient went into respiratory arrest requiring intubation, cardiac arrest and compressions were performed. The physician used an apex 3.00x30mm balloon to occlude the lad and restrict blood flow to the pericardium. Epinephrine and fluids were given to the patient but the patient then went into ventricular tachycardia. Amiodarone was administered at this point. The patient was stabilized and brought to surgery where bypass to the lad was performed. No further patient complications were reported and the patient was reported as "doing fine recovering the next day."